Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1ntrg serial# implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient had return of symptoms several months ago and all programs were tried and no relief. It was also reported patient felt stimulation in the hip not in the vaginal area any more. It was also reported that it was unknown what environmental factor contributed to this and impedance were checked and they were normal. An attempt was made to reprogram but patient only felt stimulation in the hip. It was also reported that the patient would be schedule for a lead revision in the future. No further complications were noted or anticipated

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1ntrg serial# implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative sated that the patient would call for a lead revision and that since the patient recently had a knee replacement(unrelated to device), they was to fully recover from that. They also stated that the reason for stimulation in the hip was unknown and that x-ray were not obtained at that time. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are : product ID: 3889-28, lot#: va1ntrg, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient's symptoms returned several months ago and all programs were tried and no relief. It was also reported patient felt stimulation in the hip not in the vaginal area any more. It was also reported that it was unknown what environmental factor contributed to this and impedances were checked and they were normal. An attempt was made to re-program but patient only felt stimulation in the hip. It was also reported that the patient would be schedule for a lead revision in the future. No further complications were noted or anticipated.